Event description:
It was reported that patient was taken back to operating room due to aortic valve broke. A new aortic valve was needed. The patient had valvular heart disease and an acute myocardial infarction prior to left ventricular assist device (lvad). Post lvad, the patient got a large aortic insufficiency. Earlier repair, the valve was somehow damaged. This was not considered to be device or therapy related. The patient received a biological aortic valve, and the valve became working fine. They remained in intensive care unit (ICU), recovering.

Manufacturer narrative:
Section e1; reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further ifnformation was provided. The manufacturer is closing the file on this event.